Manufacturer narrative:
It was reported that the patient's ipg became inoperable. It is unknown if this occurred prematurely. No further information is known at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
Additional information indicates that surgical intervention was undertaken on 15apr2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable. It is unknown if this occurred prematurely. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated.